Manufacturer narrative:
B3. Date of event: year of event have been provided, but day and month is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump presented block alarm. There was unknown reported patient involvement.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump presented block alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.